Manufacturer narrative:
(B)(4) date sent: 1/15/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4; batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: the consequences were : the surgeon replaced the defective forceps with a new one and the procedure was prolonged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, when opening the device, it is noted that the tip is slightly twisted, which prevents the normal release of the clips. The surgeon replaced the defective forceps with a new one and the procedure was prolonged.

Manufacturer narrative:
(B)(4). Date sent: 2/10/1016. D4: batch #a97l2w. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned el5ml device determined that it was returned with no apparent damage, and the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled; upon disassembly the advancer was confirmed to be bent and ten (10) clips were found inside clip track. The event was confirmed to be related to improper use of the device. Prior to loading a clip in the jaws, ensure the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessive side loading or partially collapsing the jaws may result in clip malformation. The device jaws should be fully open and parallel upon initiating firing. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a97l2w number, and no non-conformances were identified.